Event description:
Additional information was received and it was reported that the patient felt that the infusion was working better after the pump replacement. The patient reported reduced pain and improved functioning.

Event description:
It was reported there was a volume discrepancy in the past two refills. The expected residual volume was 7.5 milliliters and the actual residual volume was 9.0 milliliters. It was felt the pump was depleting prematurely. The logs were checked and the pump was replaced. The product issue was resolved. The cause was unknown. It was reported, the patient had gotten one of the pump from a ¿bad batch.¿ it was thought the pump never gave the patient the pain relief that the previous one did. The pump was being used to deliver morphine. The patient had pain that was described as ¿regular pain- pancreas related.¿ the patient status at the time of the report was ¿alive- no injury.¿ it was later reported nothing had been done as far as a dye study or rotor study. Because there was a volume discrepancy, the health care provider thought it must have been premature battery depletion. The logs looked fine. The notes could only be found for the more recent of the last 2 refills with reported volume discrepancy. The patient had a long history of pancreatic pain.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. There were no anomalies in the pump logs. The pump passed electrical testing. Dispense accuracy testing was performed. The pump passed dispense accuracy testing. An eight day volume infusion test was done. The pump passed volume infusion testing.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
Additional information later reported the patient had lack of effect since implant. The patient recovered without sequelae

Manufacturer narrative:
(B)(4).